Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that following an open heart procedure, the battery of this device displayed thirteen percent remaining. It was noted that a magnet was utilized during the procedure. A boston scientific engineer reviewed the device data and confirmed the decrease in battery voltage was due to magnet detections. The engineer communicated to the caller that the battery voltage will recover. No adverse patient effects were reported.